Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#/serial#: (B)(6); implanted: (B)(6) 2022; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jan-2024, UDI#: (B)(4). H3: analysis of the lead (s/n (B)(6)) revealed that a break in the insulation under the 3rd connector at the proximal end of the lead. Analysis identified that the outer insulation of the lead was twisted. Analysis identified that the 3rd conductor was broken in the distal end of the lead as a result of factors not related to product reliability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  the lead was fractured, damaged, or broken. Scout xrays taken before start of surgery showed lead was fractured at electrode 3 and out of the sacrum. When the ins was removed the lead was also found to be frayed. It was reported that the lead was removed and replaced with a new lead. Before surgery the hcp turned the device off and noticed patient was on program 7 at 0.4 which stated maximum settings were reached. During removal of lead, found that the lead had been severely twisted around itself and lead was above the sacrum and already separated at electrode 3. Removed both fragments of lead which will be sent in. Placed a new lead and used old battery and impedances were within range. Additional information was received from the manufacturer representative (rep). It was reported that the cause of the maximum settings message was undetermined. The most likely cause was reported to be the broken lead. The steps taken to resolve the issue included removing and replacing the broken lead. The issue has since been resolved.